Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returnd.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. At the time of the report with tandem technical support the customer did not have an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.